Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and stated the issue is probably caused due to an defective speaker. The rse informed the customer the series 50a antepartum fetal monitor has been at the end of its support since 31/12/2012 and no more parts are available. An obsolescence email was sent to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporter phone number: (B)(6). Reporting institution phone number: (B)(6). The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that, during testing, the series 50a antepartum fetal monitor did not alarm audibly for bradycardia. The device was not in use on a patient at the time of the event, there was no patient involvement.